Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15-apr-2026, a sales representative reported via email that an ar-1927bct-3 bc corkscrew ft (5.5x14.9mm) anchor body appeared to be loose. To successfully complete the case, they had to open another anchor. The patient was not harmed, and no additional anesthesia was administered. This was discovered during a rotator cuff case procedure on (B)(6) 2026. Additional information was received on 21-apr-2026: during insertion, looseness of the anchor body relative to the inserter was identified. The anchor was removed and replaced with another ar-1927bct-3 bc corkscrew ft (5.5 × 14.9 mm) anchor to complete the procedure. The case was completed without delay.